Manufacturer narrative:
Device evaluation: the complaint handpiece was received loose in the original folding carton. The device was inspected under magnification. The complaint device presented with the lens stuck in the cartridge tip and the plunger rod was advanced to the cartridge. Viscoelastic residue was identified through the length of the cartridge. The lens module was inspected and presented with damage or viscoelastic residue. The device assembly was inspected, and no issues were identified. The plunger rod was inspected, and no issues were identified. Complaint issue "dc-uncontrolled delivery" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications and the reported complaint issue could not be confirmed. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: sections a-2 patient age/date of birth, a-4 patient weight, and a-5 patient ethnicity and race: unknown/asked information unavailable. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted, therefore not explanted. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dib00 model intraocular lens (iol) prematurely ejected and there was patient contact. The procedure was completed using another dib00 22.5 diopter iol. Patient status post-procedure was reported as fully recovered. No further information is available.